Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure had to be taken out and put back". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches") and abdominal distension ("abdominal swelling"). At the time of the report, the device breakage, pelvic pain, abdominal pain, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, headache and pelvic pain to be related to essure. The reporter commented: patient received treatment for breakage, headaches discrepancy in insertion dates - (B)(6) 2012 and 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events added- pelvic pain, abdominal pain, device breakage, headache, abdominal swelling, essure had to be taken out and put back in due to breakage. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "essure had to be taken out and put back." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches") and abdominal distension ("abdominal swelling"). At the time of the report, the device breakage, pelvic pain, abdominal pain, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, headache and pelvic pain to be related to essure. The reporter commented: patient received treatment for breakage, headaches discrepancy in insertion dates (B)(6) 2012 and 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-feb-2012: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.